Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
Patient experienced ineffective therapy. Patient suffered a fall. Patient¿s lead had migrated. As such, surgical intervention took place on (B)(6) 2026 during which the other lead was slightly displaces. In turn, the left lead was replaced and the right lead was repositioned to address the issue. Reportedly, effective therapy was restored post operation.